Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Reportedly, the customer reloaded the cartridge to resolve the issue. Additionally, the pump date was incorrect, cause was unknown. Reportedly, the customer corrected the date to resolve the issue. Customer's blood glucose level was 320mg/dl.